Event description:
During review of the patient's programming history, it was observed that a programming anomaly occurred. On (B)(6) 2013 the device was interrogated and then programmed, a system and normal mode diagnostics were performed and were within normal limits. A final interrogation was performed and the settings were as intended. There was no other programming history for (B)(6) 2013 observed. At the next recorded visit, (B)(6) 2014, the first interrogation showed settings indicative of a faulted diagnostic test. The settings were then corrected at this visit. Additional information was received that the neurologist's office had no evidence of the patient being seen anywhere between (B)(6) 2013 and (B)(6) 2014, and thus had no indication of when the faulted diagnostic test may have occurred. Furthermore, only one programmer was used on this patient at the neurologist's office.